Event description:
The rptr contacted lfs alleging that the pt's sure step enhanced meter was prompting the error 1 message. The pt did not compare the test strip to the color chart on the test strip vial. The rptr stated that the confirmation dot was not completely blue with no white showing. The pt took no actions following attempted use of the meter and rec'd no medical attn. The customer svc rep walked the rptr through cleaning the meter and retesting; an err1 message appeared. The csr instructed the rptr to compare the confirmation dot to the color chart on the test strip vial. The rptr answered that the dot was closest to 350 mg/dl. The pt did not allege harm. He did not experience injury or medical intervention due to the meter. Based on the error 1 message being prompted after cleaning the meter, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter was replaced.